Event description:
Severe back pain, sharp pelvic pain comes and go. Itching, painful intercourse. Sensitive stomach have to be careful what I eat and small amounts, just about anything gives me bad gas. Been dealing with severe constipation. Stomach swells, as I've aged, problems have gotten worse. Had hsg test did say blocked. Scared they have moved. Hoping to get removed next year. Would not recommend. Not sure of the exact date placed. Lot#l2138. Praying only one set used. Please discontinue placement long term side effects.